Manufacturer narrative:
A2: age at time of event - above 18 years and older. Device evaluated by MFR: promus elite ous mr 8 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts lifted at multiple locations. The undamaged crimped stent outer diameter was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, concentric target lesion was located in the highly tortuous and moderately calcified left anterior descending artery. An 8 x 3.50 promus elite drug-eluting stent (des) was advanced for treatment. However, the strut of the device failed and got stuck in the calcified nodule while tracking down the lesion and it got damaged. Then a non-bsc balloon catheter was used to dilate the lesion and deployed a 3.5x12mm promus elite des. No patient complications were reported and the patient's status was stable. It was further reported that the procedure was completed with a different device.

Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, concentric target lesion was located in the highly tortuous and moderately calcified left anterior descending artery. An 8 x 3.50 promus elite drug-eluting stent (des) was advanced for treatment. However, the strut of the device failed and got stuck in the calcified nodule while tracking down the lesion and it got damaged. Then a non-bsc balloon catheter was used to dilate the lesion and deployed a 3.5x12mm promus elite des. No patient complications were reported and the patient's status was stable.